Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6). At 8:49 am the meter result using test strip lot 74976321 was 4.4 inr. Customer switched to a new test strip lot 76900023 with expiration 31-oct-2025. The customer repeated the test and received an error 5 message. At 8:57 am the meter result was 3.1 inr. The repeat test resolved the error 5. At 11:16 am the meter result was 4.2 inr. The customer's therapeutic range is 2.0-3.0 inr. Customer usually tests once a month but has been testing every two weeks.

Manufacturer narrative:
Coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.